Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth have shifted in a way that was not in the byte treatment plan, and the misalignment has caused serious discomfort. They had to seek medical attention due to their ability to open their mouth fully and persistent jaw pain and the sensitivity around their gums due to the materials used in the aligners. These aligners have worsened their dental health. They are now facing surgery to fix their jaw. At check in patient marked true to discomfort, excessive bleeding, periodontitis, infection, allergic reaction, inflammation, blisters, gingivitis, sensitivity and root resorption. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.